Event description:
The customer reported that the ipc was not active. No pt injury was reported.

Manufacturer narrative:
(B) (4). Results: ipc. The ge svc rep replaced the ipc. The system operates as intended.